Event description:
It was reported that a malfunction alarm occurred and that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 80 mg/dl, and the meter bg reading was 657 mg/dl. The customer went to the hospital with moderate ketones, which were identified as dangerous by a healthcare provider and vomiting. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.